Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The patient reported that the stimulator was not helping with their symptoms and that they still catheterize twice a day. They also turned stimulation off at night, because they couldn't sleep with it on. They started on program 3, but now was at 4.6 on program 4. If they increased to 4.9 then stim was uncomfortable. On the call, they changed to program 1 and increased to a comfortable 2.3 v. The patient was going to monitor their symptoms and follow up with their healthcare professional the following week at a follow up. There were no device issues or further patient complications reported at this time. Additional information was received from the patient. They stated that the device was not helping resolve symptoms. Patient stated they will change to program 5 and monitor symptoms. Additional information was received from the patient. They reported that they went through programs 4-7 and the device was "not working." They were able to feel "vibration" in their leg but the device was not helping the patient to go to the bathroom. Their healthcare provider had put in a suprapubic catheter. They were advised to follow up with their healthcare provider if they did not see improvement after they tried programs 1-3.

Manufacturer narrative:
B2: corrected from 'other' to 'intervention required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have gone through most of the programs and the device is not helping the patient's symptoms. They know the device is working because they can feel stimulation in their right leg but the symptoms are not improving. Patient said a pubic catheter was installed. Patient said they contacted the doctor and the doctor said to call the manufacturer. Reviewed the patient should follow up with their healthcare professional hcp to have device checked and discuss possible programming options.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.